Event description:
Preoperative diagnosis: scs implantable pulse generator failure. Indication for procedure: the patient has a history of morbid obesity and spinal stimulation. The patient has a bmi of (B)(6) and was charging his implantable pulse generator when a power surge resulted in a failure. Procedure: replacement of a medtronic restore advanced implantable pulse generator. Postoperative diagnosis: same.